Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The auto mode on the insulin pump was not active during the incident. The customer was not using sensor when this occurred. The customer declined troubleshooting for high blood glucose and bent cannula. Customer stated their blood glucose levels were at 400 mg/dl because she did not know it was kinked. The insulin pump will not be returned for analysis.